Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer called adc customer service on (B)(6) 2017 and reported a calibration issue with his adc blood glucose meter. Customer called back on (B)(6) 2017 and reported a delivery issue with the replacement products. During the call, customer noted that on (B)(6) 2017 he did not have a meter to check his blood glucose status, but needed to inject insulin as part of his treatment. Customer self-administered an unspecified amount of insulin and then started ¿feeling evil and sweating¿ and then ¿lose knowledge for seconds¿. Paramedics were called and upon arrival received a reading of 40 mg/dl on their meter. Customer was treated on the scene with 500cc of (B)(4) glucose solution via oral route of administration. No additional treatment was required. There was no report of death or permanent injury associated with this event.